Manufacturer narrative:
Not returned. Event conclusion the device was never returned for testing. Therefore, bsc crm could not confirm any allegations against this device. If additional information is received, this event will be re-evaluated.

Event description:
Event description according to our boston scientific (bsc) crm medical records department, the patient who had been implanted with this pacemaker died in 1979 due to an unreported cause. On september 17, 2007 bsc crm received information from this patient's family stating that they suspect the patient's device did not work appropriately and they blame the hospital for the patient's death.